Event description:
It was reported that the patient experienced recurring incontinence with a sling device leading to an artificial urinary sphincter (aus) bein implanted. The onset and severity of the leaking was unknown. During the procedure the sling was not visualized so it was not removed. The patient did not experience any known complications. It was further reported that there were no device malfunction associated with the sling. The patient did not experience any adverse events and there were no known complications following the procedure. No more information available through physician. Should additional information become available, it will be provided.